Event description:
The customer initially reported the evis lucera colonovideoscope had poor air/water supply. The issue was found during preparation for use and the procedure was completed with another device. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. During evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign material.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: due to clogging of nozzle, air supply volume and water supply volume did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; adhesive on bending section cover had a chip, a crack, and a white-clouded area; scope cover plate was detached; adhesive around objective lens was peeled; adhesive around light guide lens was peeled; plastic distal end cover had a scratch; connecting tube had a scratch, discoloration, and a wrinkle; switch 2 had a scratch; universal cord had a wrinkle; and the protector of universal cord on suction connector side had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.